Event description:
Pt reported that infusion set broke. Pt stated that sometimes their blood glucose would to up a little. Pt self-treated high blood glucose by bolusing and/or changing infusion set cannula.